Event description:
It was reported that shortly after the ventilator had been brought into the mr room, the ventilator was pulled to the MRI camera and got stuck up againt the MRI housing. No pt was connected to the ventilator at the time of the event.